Manufacturer narrative:
Additional lot number: 241836. Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Patient had to go to the ER due to a nose bleed that would not stop on (B)(6) 2010. Patient also reported qc and nes errors on the meter. Two strip lots were involved, but patient could not say which lot number was used for the results and errors obtained.